Event description:
It was reported that while doing preventive maintenance on the epg (external pulse generator), the sensing was found to be out of specification. The epg was returned for repair with a report the sensitivity was not accurate at the high end of the range. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed functional testing. Analysis did find that the upper and lower cases were broken and the ring was bent.